Event description:
An alarm 30 was reported by the pump during usage, but the customer declined to disclose if their blood glucose levels exceeded 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level mentioned. Despite attempting to load a new cartridge with assistance from technical support, the issue persisted, so technical support arranged for the replacement of the pump under warranty. The customer switched to multiple daily injections as backup therapy, was informed about storage mode procedures, and was advised to return the faulty pump within ten days using a prepaid label.